Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft, the jaw was completely stuck and the clip could not be fired during the surgery. Another device was used to complete the procedure. There were no adverse consequences for the pt.